Manufacturer narrative:
(B)(4). No complaint received with return of device. External insulation abrasion was noted at 50.4-50.7cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 6.5-7.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.